Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the I/o panel and ethernet connector was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9735859, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system, outside of procedure. It was reported that the rj45 connector was down. There was a network communication problem. The issue was resolved when the connector was changed. There was no patient present when this issue was identified.